Event description:
It was reported that when the manufacturer representative was following up with a patient on the potential replacement list the patient noted that the system was no longer working and that they wanted it/product explanted. It was noted that the patient had no insurance and no one would remove the system. It was also noted that there was a normal elective replacement indicator (eri). It was later reported that the patient stated the system ¿quit working around one and a half years after it was implanted.¿ it was again noted by the manufacturer representative that the patient wanted the device explanted but did not have insurance and as a result was not able to have an explant performed. There was no additional information regarding interventions taken or planned, cause of issue, malfunctions seen or diagnostics performed. It was later reported that the manufacturer representative did not know why the battery quit working. It was noted that the manufacturer representative could check next time they were at their office to determine if there was documentation with details. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3487a-33, lot# j0322055v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3487a-33, lot# j0316008v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0322055v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0316008v, implanted: (B)(6) 2003, product type: lead. (B)(4).